Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 85% to 5% within two days. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 109 (mg/dl). Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.